Event description:
Issue: the resmed myair ios application has a reproducible malfunction: the "update machine" button darkens but does not execute. No error message appears, and the device information does not update. The malfunction began (B)(6) 2028. Impact: prevents proper device registration, obstructs therapy monitoring, and interferes with access to medically relevant data. The resmed web portal updates correctly, confirming an app-specific failure. Manufacturer response: multiple support inquiries were made. Resmed repeatedly denied the existence of any malfunction and provided no specific. Corrective action related to app malfunctions. Concern: this appears to be a malfunction of a regulated medical-device accessory. Failure to acknowledge or investigate may violate quality-system and post-market surveillance obligations. Requested action: log this complaint, investigate the malfunction, and provide written acknowledgment and corrective-action information.